Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Omsc performed testing using a device from lot# h0729 in an effort to reproduce that the device detached from the endoscope. The device did not detach as long as the device been correctly attached to the endoscope and having no damage. Omsc surmised that the reported phenomenon (the subject device falling off) occurred as the device easily detached from the endoscope due to the following causes: - the subject device had been damaged by the chemical attack due to the anti-fog agent adhering to the subject device. - the subject device had not been securely attached to the endoscope. - the subject device had been damaged by pushing the subject device diagonally when attaching it to the endoscope. Olympus tried to obtain further information to determine exact cause, but no information is obtained. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation, a1, d10, g2, h5, h6 and h8. A1, d10, g2, h5, h6, h8: information added to these fields that was inadvertently not included on the initial medwatch. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that after the endoscopic retrograde cholangiopancreatography (ercp) using the subject device, it was found that the patient coughed up the subject device (the single use distal cover maj-2315) in recovery. The user facility completed the intended procedure using the subject device. The subject device was discarded by the user. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.